Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device showed early battery depletion between eri and eos.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. Based on default parameter settings, a longevity calculation was performed and the battery was within the normal longevity estimations. Device function was normal when tested on the bench. The battery was returned to the manufacturer for further analysis and no anomalies were found. The cause of the battery depletion could not be determined.